Event description:
It was reported that the subject device displayed a b30 error. This was discovered during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3; h2; h6 and h11. Technical assistance center (tac) provided remote troubleshooting, and the customer was informed that the error will stay on the monitor when hot swapping scopes. Customer tried one of the scopes with a b30 error on another tower. He was advised that this scope may have fluid invasion. However, when they plugged in a 180-scope there was no error. Customer was advised again to make sure they are not hot swapping scopes. He believed this was why they had multiple scopes with the b30 error, as the nurse confirmed they did not turn off the tower prior to trying another scope. Finally, the customer was advised to send the scope in for repair if the error follows to another tower. No further assistance is needed. The reported event was not confirmed. The investigation will be conducted based on the available information. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.